Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was to be implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, a tight stricture was encountered. When attempting to deploy the stent, the device sheared above the yellow transition zone, resulting in loss of force transmission and inability to retract the sheath. It was suspected that the device may have sheared while passing through the endoscope elevator. Another wallflex biliary rx fully covered stent was used to complete the procedure there were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component.